Event description:
A user facility returned the olympus asset, evis lucera elite gastrointestinal videoscope to the olympus service center for servicing. Upon inspection and testing of the customer returned device, foreign material (black and clear nylon debris) was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, heavy scoring was found, t-nut loose, due to wear of lock engagement lever, up/down knob could not be locked securely, due to adhesive peeling on a-rubber, insulation resistance value at distal end does not meet the standard value, due to a crack on objective lens, the image had dark area partially, due to damage on ultrasonic cable, the number of missing elements exceeds the standard value, due to damage on ultrasonic probe, displayed ultrasound image defective with missing elements, distal end deformed, adhesive on angle rubber had discolored area, connecting tube coating peeling, due to a dent on bending tube, bending angle in up direction exceeds the standard value, light guide lens scratched, angle rubber wear, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with black rubber-like foreign matter and nylon hair-like foreign matter. The foreign matter could not be identified. Olympus will continue to monitor field performance for this device.